Event description:
A patient had experienced seizures and twitching. An intrathecal baclofen consultant was referred. The patient's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).